Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s wife called questioning why the ilet delivered insulin while the user was managing lows. The user had an urgent low at blood glucose (bg) level of 63 mg/dl and took four glucose tablets but continued struggling to reach 100 mg/dl. A few hours later, the wife reported the pump was giving 1u doses every few minutes, pushing bg back down. The agent reviewed the bionic report until syncing was completed. Once synced, the report showed two basal deliveries within an hour during a period when no insulin had otherwise been given. The user was treating lows with juice and tablets, and the agent reinforced taking 15g of carbs every 15 minutes until stable. By the end of the call, after four more glucose tablets, the user¿s bg was steady at 109 mg/dl. The agent advised that if comfortable at that level, the user could proceed with breakfast but should announce it so the ilet registers the meal. No symptoms were reported during the event, and no medical intervention required at the time of call.